Event description:
A syringe was visually examined before using it to get medicine ready to be given to the patient. The syringe had a brown plaque on the syringe next to the graduations. The syringe was taken to the lab to have testing done for microbial growth and examined under a microscope. It appeared that the plaque was embedded in the wall of the syringe. The microbiology lab did not note any growth on the culture.